Event description:
The patient had a heart attack on (B)(6) 2023. The patient's sample was taken on (B)(6) 2023 and tested. The result was suddenly elevated to above 10000 pg/ml. The unit of measurement for: tnths is pg/ml, tni is pg/ml, ck is u/l, ckmb is u/l. Bnp was tested on roche's immunization platform. Ck/ckmb was tested on roche's biochemical platform. Tni was tested on beckman's platform.

Manufacturer narrative:
Sections were updated.

Manufacturer narrative:
Due to different kinetics for cardiac parameters - tropinin t is cleared slower than e.g. Troponin I or myoglobin - the relative high result for troponin t was observed compared to other parameters. The troponin t results reported in the samples in question could be reproduced and showed a concordant trend with troponin I as well as myoglobin, in particular a second peak for the sample tested on (B)(6) 2023. A slower decline of troponin t values compared to troponin I or myoglobin may be explained by differences in their kinetics. No interference by heterophilic antibodies or macrotroponins could be detected in the samples in question. The investigation determined that no product problem was found.

Event description:
We received an allegation of questionable high results for 1 patient's sample tested with the elecsys troponin t hs (tnths) stat assay on cobas 6000 e601 module serial number (B)(4).when compared to other cardiac parameters after a stent surgery. Refer to the attached patient's data. The trend of tnths results was inconsistent with that of tni, ck and ckmb results and it was not matching with the patient's clinical picture.

Manufacturer narrative:
Investigation is ongoing.